Event description:
It was reported that the customer had a check settings alarm on the insulin pump. Customer's blood glucose level was 547 mg/dl. Customer treated with injections. Customer was advised to disconnect from the pump. Customer was assisted with removing the reservoir and rewinding the pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Customer stated that he did not have a tubing clamp. A tubing clamp will be sent to the customer and customer will call back to continue troubleshooting. Customer was also advised to change the entire set, reservoir, and insulin. It was explained that high blood glucose levels are often caused by site/set issues. Customer was not interested in continuing to troubleshoot. Customer has already changed his infusion set before calling. Insulin pump will need to be replaced. No additional info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with minor scratches on the display window.